Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that geometry movement partly available. Upon some functional test fse confirmed that the ipc post failed. The fse disassembled the ipc and reinserted the memory and board, after reinserted the memory and board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements did not work. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.